Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient in (B)(6) who was receiving baclofen (unknown dose and concentration) via an implantable pump. A motor stall occurred three days prior to this report date, it was not known as to what factors may have led or contributed to the issue. The logs were to be sent later. The pump was explanted, replaced and was to be returned. At the time of this report, the issue was resolved and patient status was ¿alive ¿ no injury¿. There were no symptoms mentioned.

Manufacturer narrative:
(B)(4).

Event description:
On 2016-07-25, additional information was received from a foreign manufacturer representative (rep). It was reported the motor stall occurred on (B)(6) 2016 at about 16:15 local time. The patient noticed a critical alarm and contacted a nurse at a refill unit immediately. There no was no increase in spasticity noted at this time. There were no other new symptoms. The patient came into the hospital within 30 minutes and the pump interrogation was performed by a physician at 16:45. Interrogation indicated a motor stall without a recovery. The patient was admitted to an inpatient ward and "ral baklofen" (20 mg every 3 hours) substitution was initiated. There was a slight increase of spasm frequency during the following night and side effects of oral baclofen. Oral baclofen was reduced to 10 mg every three hours on day two. The pump interrogation on (B)(6) 2015 still indicated motor stall without recovery. The patient was accepted for neurosurgical intervention and operated with explantation of defect pump and implantation of new pump on (B)(6) 2015. It was noted the patient was performing normal everyday activities in their home environment when the stall occurred.

Manufacturer narrative:
Analysis of the pump ((B)(4)) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was used to deliver baclofen (3000 mcg/ml at a dose of 200.3 mcg/day)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.